Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 5 unspecified bd syringes experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Complaint 2 of 2. Event description: caller reported a leaky needle syringe. Customer informed that the needle/ syringe would leak in their twist off connection. Number of occurrences: about 5. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 26 g, 1/2"" needle. Product lot # - unable to provide. Did issue cause any injury? No. Did customer require medical intervention? No. Resolution: caller was able to successfully fill a cartridge. No further action required.